Manufacturer narrative:
No blank display anomalies noted during testing. Device passed displacement test, sleep current measurement, active current measurement and selftest.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 120mg/dl at the time of the incident. Customer states display is blank currently. The customer reported that the display did not return after inserting new battery and restarting the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.